Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they are feeling vibrations on the legs, knees and going up on the lower part of their body. Patent said that they started feeling it 3 days ago. Patient mentioned having difficulty to sleep due to the issue. Patient was using group a and they tried decreasing the intensity during the call but they are still feeling the vibration. Patient confirmed no recent fall or trauma. Agent reviewed information and redirected to healthcare provider (hcp) to further address the concern. Pt does not know the cause. Pt stated they met with a rep who was very helpful. All is good now. Additional information was received from a patient (pt). It was reported that the patient thought their stimulation therapy was not working right for they felt like it was turning itself off because they had more pain frequently. During the call, the patient had stimulation on using a. The patient went into program 1 set to 2.4 when it was usually at 2.3; patient increased intensity to 3.0 and stimulation was going through their legs and not in their back. Patient then tried programs 2, 3, and 4 but they were only getting stimulation for their legs. Patient noted they had this issue for a long time when using group b so good two months ago, their manufacturer representative (rep) had them go from group b to a because group b was in their legs and not in their back. On the call, the patient verified they only had group a programmed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the cause was unknown. The patient was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.